Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely due to damage on charged coupled unit, the specified resolving power could not be obtained. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited damaged charged coupled device and the resolving power could not be obtained. There was no patient involvement.